Event description:
It was reported that the wireless recharger (wr) lights constantly stayed on and would not turn off. The patient shut off the power on the wr by holding the power button for 30 seconds and plugged the power from the base for 45 seconds but the issue did not resolve. The wr was replaced. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis of the wireless recharger (serial #: (B)(6) revealed that when the wireless recharger is on the dock it shows 100 percent and when it was removed from the dock, it would not power up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.